Manufacturer narrative:
One medfusion 3500 pump was received to investigate the reported issue. It was received with the bottom seal broken and the plunger seal in tact. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. An error history log reveled a motor rate error. An occlusion test was performed to further investigate the reported issue. The reported issue could not be duplicated. It was determined that the issue was caused by normal wear of motor assembly causing intermittent error. The worm coupling and worm gear were replaced. The lead screw and both clutch halves were also replaced as preventative measures.

Event description:
Information was received regarding a medfusion 3500 pump being used during a preventative maintenance. It was reported that the pump failed drive train test.